Manufacturer narrative:
Unit passed displacement test, active current measurement, and self test. However, unit received with unexpected battery power loss and had high sleep current due to moisture damage at the electronic assemblies. The following were noted during visual inspection: minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that customer stated insulin pump batteries not lasting long enough, sometimes only 2-4 days. Customer had received replace battery alert prior to low battery alert twice. No harm requiring medical intervention was reported. The insulin pump returned for analysis.